Event description:
Event description boston scientific received information that during reposition of this atrial pacing lead, during induction testing, a 17j shock failed and an audible pop was heard coming from t165/114515. The patient was externally rescuscitated and a fault code indicating a shorted lead was displayed. The device was replaced with a t165-124304. At induction a 17j shock failed, and a pop was heard. A 31j shock was delivered, followed by another pop and a shorted lead fault. An attempt was made to remove the implantable transvenous defibrillation lead (0184-117333), however it could not be removed so this lead was surgically abandoned and another lead was implanted. A third device, t165-120142 was attempted and at induction, a 21j shock failed and the 31j was successful. However, the physician decided to place a t180- 205611.